Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 50 mg/dl. Customer treated their low blood glucose via juice and food. Customer was assisted with programming their basal rates and max basal. Troubleshooting on the insulin pump was performed. Customer advised the reservoir showed the same amount of insulin as the status screen. Customer advised they had low blood glucose levels almost every day. Customer advised they followed up with their healthcare provider and everything seemed fine. Customer was advised to monitor the insulin pump and call back if issues persist.